Event description:
It was reported that the pull cable retractable handle has been cracked. This could affect the ability to load/unload the unit. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.